Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Visual inspection revealed both cuff shells were worn from wear at a fold and the cuffs were identified to be scaled. Leakage test for the first cuff exposed fluid loss due to a tear from wear at a corner of a fold along the lateral edge of the cuff shell towards the adapter, not passing the leakage test. The second cuff passed the leakage test. The balloon passed visual inspection and leakage test. The balloon was not functionally tested as the lot number was not provided with the balloon specification. Also, the pump passed visual inspection, leakage test, and functional test. No damage or abnormalities were found for the balloon and the pump. Based on the available information and analysis results, the first cuff that did not pass the leakage test was able to confirm the cuff had a leak due to corner of a fold and have caused or contributed to the device being removed.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed, and a nonconformance was identified.